Event description:
It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.